Event description:
During a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The non-calcified, non-tortuous, 80-90% lesion was located in the saphenous vein graft (svg). It is noted that this is an off label use. The lesion was predilated with a 3.0 x 20 mm maverick balloon. After predilation the physician attempted to reach the lesion with a taxus express2 3.5 x 28 mm stent. However, was unable to cross the lesion. The physician then attempting to retract the undeployed taxus stent back into the guide catheter, however, encountered great resistance. The physician decided to withdraw the stent and the guide catheter as one unit. Upon retracting the stent and guide catheter through the sheath the stent embolized from the balloon and lodged behind the knee. The procedure was successfully completed with another taxus express2 3.5 x 28 mm stent and the embolized stent was surgically removed. Patient status is reported to be "fine".